Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose reading was 77 mg/dl (only one reported reading). Patient compared the patient's result against a lab instrument. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.